Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. A visual inspection revealed the device was returned outside of original packaging. The anchors are as manufacturer intended. Debris on the distal tip of the needle. No visible damage to the device. A functional evaluation revealed the device functions as intended. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
One 72203721 - fast-fix 360 curved ndl dlvry sys ei intended for use in treatment, has not been returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. From the information provided, ¿during arthroscopy using fast-fix, the t2 did not trigger¿. An exact root cause cannot be determined with confidence. The instruction for use were reviewed and were found to outline instructions in regards to the use of the device to avoid damage or non-functionality, ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found. Further investigation is not warranted at this time.

Event description:
It was reported that during arthroscopy using fast-fix, the t2 did not trigger. The procedure was completed using a back up device within a delay shorter than 30 minutes and with no further complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.